Event description:
Related manufacturer reference number: 3006705815-2022-17130. It was reported that the patient has two lead fractures causing high impedances on both leads. Issue was confirmed via x-ray. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical procedure took place on (B)(6) 2022, where both leads were explanted and replaced. Therapy was restored post-op